Manufacturer narrative:
Other applicable components are: product ID: 3987a, lot# n0051285, implanted: (B)(6) 2005, product type: lead. Product ID: 3987a, lot# n0051285, implanted: (B)(6) 2005, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2006, product type: extension. Product ID: 748925, serial# (B)(4), product type: extension. (B)(4). Analysis of the ins (s/n (B)(4)) found no anomaly. Analysis of the extension (s/n (B)(4)) found the stimulation extension distal end conductor was broken. Analysis of the lead (l/n n0051285) found no anomaly. Analysis of the extension (s/n (B)(4)) found the stimulation extension distal end conductor was broken. (B)(4).

Event description:
The patient reported that the implantable neurostimulator (ins) malfunctioned after she fell down the stairs, and had to be replaced. The manufacturer representative (rep) reported, per a surgeon's nurse report a probable "broken lead." The patient spoke with the rep pre-operatively, and described a severe fall resulting in a fractured humerus, and intermittent stimulation. An impedance check was done and high impedances on electrode three were noted. The decision was made to replace the lead, per a conversation with the surgeon. The lead was replaced, an impedance check was done; high impedances were again noted on electrode three. They proceeded to stimulate the ulnar nerve with different electrode combinations. Any combination involving electrode three was unsuccessful; all other combinations were able to elicit a motor response. Connections were checked with the same results. The extension was then replaced. The lead was screened independent of the extension and ins and it was noted to function properly. It was then decided to replace the ins, as there was no stimulation with electrode three. The extension was replaced again and achieved motor response with all electrodes. Indication for use included post traumatic neuralgia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.